Manufacturer narrative:
In response to FDA report number mw5086104. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, pain, and " "I am worried my health is in danger. I breast fed and pumped while having the implants..." And "also extremely upset and uneasy as the implants I had were textured implants". Device was explanted.